Event description:
It was reported that the device had early eri (elective replacement indicator), and that there was high lv (left ventricular) threshold. The device and left ventricular lead were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.